Event description:
It was reported that a spectrum infusion pumps had constant upstream occlusion alarms. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the constant upstream occlusion alarms. Evaluation found the upper reading on the ultrasonic sensor to be out of specification (low), caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to upstream occlusion alarms causing the reported symptom. The failed upstream sensor was replaced.